Event description:
Surgeon reported that while they were using ethicon medium clip applier mcm 20 instead clipping the clip made a cut over the vessel. We opened a new clip applier to resolve the problem.